Event description:
The customer reported there was an error message for the system to power down and wait 5 sec, then restart. The tech restarted the system and continued the cases with no further problems. Also, there was an intermittent power up problem, xcr cmos error in error log. The system attempted to reboot during a case.

Manufacturer narrative:
The ge service rep replaced the battery on the monoblock xray interface. He cleared the firm ware, then reloaded and calibrated the files. The system operates as intended.